Event description:
It was reported that a patient underwent a hernia repair procedure on an unk date. The mesh tore post-operatively on an unk date. The patient was very large, and has had previous repairs. The surgeon stated that the mesh pulled apart "like a trap door". The mesh was removed.

Manufacturer narrative:
Date sent to the FDA: 11/24/2009. Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.